Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error and blank display. The device will not turn on when a new battery is inserted. The customer's blood glucose was 68 mg/dl. The device had alarmed motor error and now the device is not turning back on. Troubleshooting was performed for the blank display and the anomaly persisted. A new battery cap will be sent to rule out any issues with it. He was advised to use a new battery when he is uses the new cap. Customer was advised to revert to his backup plan and to call back. Customer called back the following day and anomaly persisted. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. He agreed to return the device for analysis.